Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When in use, the safety device cannot be removed; there is one defective unit. The defective product is returned, and photographs are available. A claim is required, along with a response letter to the complaint and a receipt of complaint acknowledgment.